Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During planning of an seeg procedure, the surgeons noticed that the acpc coordinates would inexplicably change during the course of planning. The coordinate would always change for all of the trajectories planned. This occurred while planning and would happen across multiple planning sessions of the procedure. They would leave the laptop (close out of the application), and the coordinates would change. There was no patient involvement.

Event description:
During planning of an seeg procedure, the surgeons noticed that the acpc coordinates would inexplicably change during the course of planning. The coordinate would always change for all of the trajectories planned. This occurred while planning and would happen across multiple planning sessions of the procedure. They would leave the laptop (close out of the application) and the coordinates would change. There was no patient involvement.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the issue could not be confirmed as the logs indicates that the software behaved as expected. It is assumed that the issue was due to user inexperience. However, an improvement opportunity about the display of the acpc points was noted through the analysis of this case. The coordinates remain under the user¿s control and can only be changed on purpose.